Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software and performed the device eval. The ventilator passed extended self-testing.

Event description:
The customer reported that the 840 ventilator had an erratic bottom display. The ventilator was not in use on a pt at the time the malfunction occurred.